Event description:
A (B) (6) male with anorectal trauma was implanted with an acticon device on (B) (6) 2000. On (B) (6) 2008 the entire device was removed and replaced due to erosion. Hospital destroyed the explanted components, unable to follow-up. No further info was provided.

Manufacturer narrative:
Catalog #: 72402104, 72402287. (B) (4), (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.